Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient experienced a headache on (B)(6) 2018, which was one day after they were implanted. The manufacturer representative stated that the headache had not improved. The patient was seen by their physician on (B)(6) 2018 for a post-op appointment and they were made aware of the issue. The manufacturer representative did not know of any troubleshooting steps that were taken to resolve the issue. No falls or changes in diet/medication were reported and the stimulator was still providing the patient with pain relief. The patient¿s physician instructed them to turn off the device for 24-48 hours to see if the headache improved. It was noted that the issue had not been resolved. No further complications were reported or anticipated. Indication for use is unknown. Additional information was received from the manufacturing representative (rep). It was reported that rep followed up with patient today ((B)(6) 2018) after her blood patch she received on (B)(6) 2018, patient reports that the headaches is gone. Summary of treatment included: (B)(6) 2018 blood patch (8cc only) headache continued (B)(6) 2018 blood patch (3cc only) headache continue, (B)(6) 2018 occipital nerve block (helped some) headache continued. Patient had headache with or without stimulation turned on. (B)(6) 2018 had CT w/o contrast to rule out epidural hematoma (negative results). (B)(6) 2018 blood patch (<(><<)>16 cc blood) patient reports headache is gone. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.